Manufacturer narrative:
The complainant placed an expired implant. Clinician did not report an infection. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 6 months after the dental implant was placed in ada site 6 in the mouth, the implant lost osseointegration in type iii bone. Clinician reports patient's mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
The complainant placed an expired implant. Clinician did not report an infection. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 6 months after the dental implant was placed in ada site 6 in the mouth, the implant lost osseointegration in type iii bone. Clinician reports patient's mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).